Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the customer in doing so, and advised that the pump could still be used. The customer was also instructed to call back if the issue recurs, which they acknowledged and understood.